Manufacturer narrative:
Additional information was received on june 11, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issuerelated to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. There was dirt inside. The device's downloaded logs were reviewed. There were no error found. The third party service center concludes that there was no visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3, h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.